Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was observed the right atrial lead exhibited over-sensed noise that led to episodes of inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2021. Patient was stable.